Event description:
Possible wrong diopter [device failure, defect] case description: a physician reported that the diopter of a ceeon, model 912 lens (diopter 19.5) is incorrect. The other possibility is that the pt does not fit the model used to calculate the correction required. The male pt was +4.5 prior to surgery. Pt was +6, however, after implantation of the lens. Several days later the lens was explanted and exchanged. The pt's vision was improved following the exchange, but still not as expected. It was further speculated that the pt's cornea could have been thinned by another procedure. A batch review on this iol was found to be within measurement specifications and no deviations found. Additional info: the lens was returned and the diopter on the returned lens was found to be 19.5 and the lens was determined to be within specification.